Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1avr1-delsys/ expiration date: 28-aug-2022 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no dev rtn to MFR? No, mfg date: 13-apr-2021, labeled for single use: yes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited deployment without user input, failure to lock and failure to deploy. The leadless ipg was attempted/not used and replaced. No patient complications have been reported asa result of this event.